Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had sepsis and an acute kidney injury. The source of the infection was thought to be the gall bladder but ultimately unknown. The patient was too sick to undergo another surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure, sepsis, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to multi-system organ failure. Additional information indicated that the patient also experienced sepsis and acute kidney injury. The source of the infection was thought to be the gall bladder, but was ultimately unknown. The device reportedly worked as expected and the death was not considered to be device-related. No autopsy was performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists multiple organ dysfunctions/failures (including renal), sepsis, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although only sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.